Event description:
It was reported to abiomed via a literature article title "a case of fatal acute saddle embolism of the terminal aorta after long-term support using impella cp" that a 69-year-old male patient had a cp placed due to subacute myocardial infarction. Upon admission, echocardiography revealed ventricular septal rupture (vsr). The patient was promptly supported via veno arterial (va) extracorporeal membrane oxygenation (ECMO) and impella cp before surgical vsr repair. After surgery, it was decided that the patient would be transferred to the intensive care unit under new va-ECMO support. Subsequently, removal of the impella cp and reinsertion of the arterial cannulation were performed at the ipsilateral site, and no pulsatile bleeding from the arterial cannulation site was observed. An emergency aortography revealed an imaging defect in the terminal aorta. Because of the possibility of acute thrombotic occlusion, a fogarty procedure was performed from the bilateral common femoral arteries (cfa). However, no thrombus was retrieved. A contrast-enhanced computed tomography (CT) examination revealed total occlusion of the bilateral common iliac arteries extending to the abdominal aorta. Uncontrolled and rapid progression of acidemia led to sudden cardiac arrest. It is unknown the patient outcome.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ missing information unable to be obtained as follow up could not be performed due to information received via literature article: a1-a5 patient demographic information. D4-catalog number, serial number, UDI number, lot number, exp date. E1-initial reporter name and email/phone number. H4-MFR date.

Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Citation: kishimoto, s., hiraoka, a., chikazawa, g., & yoshitaka, h. (2025). A case of fatal acute saddle embolism of the terminal aorta after long-term support using impella cp. Journal of artificial organs. Https://doi.org/10.1007/s10047-025-01499-7 e4 should have been left blank on the initial manufacturer device report number 1220648-2025-27348 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10 citation of literature article was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27348.